Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose (bg) level was 445 mg/dl to "high". Customer performed a supply change to address bg and resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.